Event description:
A tumor biopsy was performed on a patient suspected of having liver metastases. Skin was firm, and resistance was encountered when puncturing the dermis, but compared to other cases, the tumor and liver did not feel hard. When attempting to push out the inner barrel, it did not come out, but the firing was performed anyway. Upon withdrawing the biopsy needle, the tip of the inner barrel) was fractured approximately 1.5 cm (notch part of the product. The tip remained between the liver and peritoneum/ surface of liver, and the portion of the product left in the patient's body was successfully retrieved as of (B)(6) via surgical operation. The patient's condition remains stable as of morning on (B)(6).

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. Inspection of the biopsy device confirmed that the tip has been broken at the notch on the needle. The root cause is undetermined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.